Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. Device evaluation anticipated, but not yet begun.

Manufacturer narrative:
The reported field event of an inability to communicate with the device was confirmed in the laboratory and was due to low battery voltage. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation. An internal anomaly within the battery was found to be the cause of the low battery voltage and loss of communication in the field.

Event description:
It was reported that during a follow-up, the device could not be interrogated. Eri was suspected. The device was explanted and replaced. Patient condition was good after the procedure.